Event description:
T wave oversensing during exertion (biking), consequent shock delivery, reprogramming completed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).